Manufacturer narrative:
Device was received with a constant pump error 38 alarm during the rewind due to corroded motor home switch. Device passed the self test. Unable to verify insulin flow blocked alarm and perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm during the rewind test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not alarm with no reservoir detected. Customer reported that the insulin pump got to rewind screen but it stuck to insulin flow block alarm she's was trying to put a new reservoir and infusion set she can't do anything on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.